Event description:
(B)(4). The dentist reported that after 8 months that the dental implant was installed in intra-oral region # 7 it was verified its non-osseointegration. Pt presented low bone quality (bone type IV).